Event description:
The physician was treating an aortic aneurysm. A gore excluder bifrucated endoprosthesis was successfully implanted. Upon withdrawing the 18fr introducer sheath, the iliac artery ruptured. The artery was repaired with an 8 mm dacron graft. The pt's condition was stable following the procedure.